Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was for the last year the patient's charging had not been stable. The patient could bring their implant to a full charge and the next day it would be completely drained or they could bring the implant to full and 2-3 days later they would only be missing a bar of charge. Patient mentioned that they could always tell when the implant was not putting out the pain relief that it should. Patient said that the implant malfunctions here and there and they had to check the implant daily. Now the pt was getting the eri message and the patient was concerned that their implant would stop working and they would not be able to function if it did not work. Patient was redirected to their hcp. Patient did not have a managing healthcare provider at the time of the call. Patient service emailed patient physician listings.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.